Event description:
Additional information was received. The surgeon explained that he believes the patient's pre-existing dry eye syndrome was a contributing factor to the vision problems. This is the reason he decided to exchange for a monofocal iol.

Manufacturer narrative:
Additional information was provided in b.5 and b.7. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient experienced glare, halos, blurry hazy vision, headaches and photopsia. The lens was exchanged for a monofocal lens approximately 5 weeks after initial implantation. Additional information was requested.